Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the instrument involved with this complaint to perform failure analysis; however, the evaluation is not yet complete. A follow-up MDR will be submitted once the product is evaluated and/ or if additional information is received. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Field e4 is blank because it is unknown if the initial reporter submitted a report to the FDA. Fields g5 and g7 are not applicable.

Event description:
It was reported that the force bipolar instrument had a broken jaw. The procedure was completed with no reports of patient injury.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The force bipolar instrument was analyzed and found to have a broken grip at the midpoint of grip for axis 6. The axis 6 grip tip was broken but still intact. Components such as idler pulley adjacent to this broken grip tip show no damage. No thermal damage was seen on the grip tip. The complaint was confirmed by failure analysis.